Event description:
It was further reported that target lesion 1 was located in the mid lad with 100% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with predilatation and a 2.5x24mm taxus stent, with 0% residual stenosis. Target 2 was located in the 2nd om with 100% occlusion and was 18mm long with a reference vessel diameter of 2.5mm. Target lesion 2 was treated with predilatation and a 2.5x20mm taxus stent, with 0% residual stenosis. Per catheterization report, final results indicated slight pinching at the origin of the 1st om. The patient was discharged the next day on asa and plavix therapy. Nine months after the procedure, the patient presented with severe substernal chest pain unrelieved by sublingual nitroglycerin. ECG showed some t-wave inversions in v3 and mild non-specific st-t wave changes/inversions in v1. Cardiac enzymes became elevated consistent with guideline definition of myocardial infarction. In the opinion of the physician the relationship of the chestpain to the taxus stent is "not related". The relationship to target vessel is "probable". The next day, the patient underwent diagnostic cardiac catheterization which indicated widely patent prior stents and new evidence of a severe lesion consistent with dissection of the proximal 1st om. The patient was transferred to enrolling hospital with the sheath in place for percutaneous coronary intervention. Left coronary angiography revealed, lmca distal tapering, lcx moderate tubular proximal stenosis, moderate disease at the origin of the 1st om with a complex spiral dissection and subtotal occlusion, widely patent previous stent 2nd om the proximal 1st om was treatedwith balloon angioplasty and a 3.0x15mm guidant zeta stent, with 10% residual stenosis. Per catheterization report, two previous attempts to place taxus stents were unsuccessful due to vessel tortuosity. Following intervention to the 1st om, deterioration of the proximal cx was treated with placement of a 3.0x8mm taxus stent, reducing the stenosis to 0-10%. The patient was discharged 2 days later with recommendation to continue plavix therapy for 6 months and asa indefinitely. In the opinion of the physician the relationship to the taxus stent is "unknown".

Event description:
It was further reported that target lesion 1 was located in the mid lad with 100% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with predilation and a 2.5 x 24mm taxus stent, with 0% residual stenosis. Target lesion 2 was located in the 2nd om with 100% occlusion and was 18mm long with a reference vessel diameter of 2.5 mm. Target lesion 2 was treated with predilatation and a 2.5 x 20 mm taxus stent, with 0% residual stenosis. Per catheterization report, final results indicated slight pinching at the origin of the 1st om. The pt was discharged the next day on asa and plavix therapy. Nine months after the procedure, the pt presented with severe substernal chest pain unrelieved by sublingual nitroglycerin. ECG showed some t-wave inversions in v3 and mild non-specific st-t wave changes/inversions in v1. Cardiac enzymes became elevated consistent with guideline defintion of myocardial infarction in the opinion of the physician the relationship of the chest pain to the taxus stent is "not related". The relationship to target vessel is "probable." The next day, the pt underwent diagnostic cardiac catheterization which indicated widely patent prior stent and new evidence of a severe lesion consistent with dissection of the prox 1st om. The pt was transferred to enrolling hosp with the sheath in place for percutaneous coronary intervention. Left coronary angiography revealed, lmca distal tapering, lcx moderate tubular prox stenosis, moderate disease at the origin of the 1st om with a complex spiral dissection and subtotal occlusion, widely patent previous stent 2nd om the prox 1st om was treated with balloon angioplasty and a 3.0 x 15 mm guidant zeta stent, with 10% residual stenosis. Per catheterization report, two previous attempts to place taxus stents were unsuccessful due to vessel tortuosity. Following intervention to the 1st om, deterioration of the prox cx was treated with placement of a 3.0 x 8 mm taxus stent, reducing the stenosis to 0-10%. The pt was discharged 2 days later with recommendation to continue plavix therapy for 6 months and asa indefinitely. In the opinion of the physician the relationship to the taxus stent is "unk".

Event description:
Clinical study. Same case as # 6000089-2005-00277. The lesion being treated was a 2.5mm 100% stenosed mid left anterior descending (mid lad) artery. The lesion was predilated. The physician then placed a taxus express 8.8% 2.50x24mm drug eluting stent in the mid lad. The next lesion being treated was a 2.5 100% stenosed 2nd oblique marginal (2nd ob marg) artery. The lesion was predilated. Then the physician placed a taxus express2 8.8% 2.50x20mm drug eluting stent in the 2nd ob marg artery. There were no pt complications reported. The pt was discharged the next day on plavix, aspirin and zocor. Nine 1/2 months later, the pt experienced a non q wave myocardial infarction. The pt then underwent reintervention. The lesion being treated was in the proximal circumflex (prox. Cx) the physician placed a taxus express2 over the wire stent. The next lesion treated was in the 1st oblique marginal (1st ob. Marg.) The physician placed a guidant zeta. In the opinion of the physician the relationship of the mi to the taxus stent is "not" related. The relationship to the target vessel is "probable." The relationship of the reintervention of the prox cx is "not related," and is not restenosis. The relationship of the reintervention of the 1st ob marg to the taxus stent is "unknown" and is not restenosis. The pt was discharged on plavix and zocor.